Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was received and evaluated.the complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds,there was an output short on ablate and coag does not function.the device was forwarded to the manufacturer for further investigation into the observed failures.the electrical testing found that the active continuity of the device was outside of specification. Initial functional testing established that when tested on ablate mode an output shorted message would appear on the generator and on coag mode no activation was visible at the device tip. However, further attempts to activate the device resulted in the device correctly operating on both ablate and coag modes. When the active continuity was re-measured a within specification value was recorded. The reason for this change in performance is unclear. The root cause of the defect could not be determined. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to then individual complaints is required. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that when the customer's vapr s90 4.0 mm electrode with integrated handpiece was plugged into the generator during a shoulder repair procedure, it was recognized but when the foot pedal was pressed the electrode would not coagulate or ablate. The procedure was completed with another electrode using the same generator and foot pedal. There was no patient consequences but there was a two minute surgical delay to open a new electrode. The sales rep was not present for the case therefore could not provide any further information. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.